Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device eval, a broken bur was confirmed within the drill attachment. The cause of the bur breakage is unk. The device could not be repaired and therefore was not returned to the user facility.

Event description:
It was reported that a broken bur was found within the drill attachment. It is unk if there was any pt involvement or adverse consequences, associated with this event. Attempts to obtain add'l info were unsuccessful.